Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that insulin was not seen exiting the tubing during the fill tubing step of the load process. Reportedly, the customer reloaded the cartridge and was able to see insulin exiting the tubing. In addition, the customer reported the battery depleted from 80% to 45% after completing the load process and the fill estimate was observed to be inaccurate. There was no reported impact to the customer's blood glucose. Reportedly, the customer did not have back up insulin therapy and declined follow up by tandem technical support.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. The alleged fill estimate and fill tubing issues could not be evaluated due to a faulty speaker.